Event description:
The low flow alarms were confirmed to be due to the thrombus and did not resolve. The patient was exhibiting syncopal symptoms at the time of the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft thrombus and pump malposition could not be confirmed through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files from the time of the event were provided for review. A specific cause for the low flow alarms as well as a direct correlation to the suspected outflow graft thrombus and pump malposition could not be conclusively determined through this investigation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), device thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to suspected inflow and outflow graft obstruction, vasodilatory shock and multiorgan failure. The patient presented to the emergency room on (B)(6) 2023 with low flow alarms (lfas) and loss of consciousness at home requiring cardiopulmonary resuscitation (CPR) done by the patient's child. On device interrogation, the flow went as low as 0.6-0.8 lpm. Lfas continued to occur with changes in position. An echocardiogram (echo) performed on (B)(6) 2023 showed increased velocities up to 2.6 m/s in the inflow cannula. A cardiac computed tomography (CT) scan performed on (B)(6) 2023 showed nonocclusive thrombus of outflow graft. The inflow was cannula oriented inferiorly and laterally. On review, inflow appeared embedded in myocardium, which was new since CT performed on (B)(6) 2023. The outflow graft was also seen with a bend just as it leaves the pump causing dynamic obstruction. The patient developed profound vasodilatory shock, and support was withdrawn after discussion with the family. The death was considered to be device related, and the device operated as expected.